Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2024 at 1100 the device was alarming and requiring the system to be shut down. When the device was restarted the settings and patient's pca information was not available. The pca volumes from 0700 to 1100 were not accessible. The customer is unsure if error codes were displayed. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: medical device catalog#. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a system error related to an 800.8000 error on the pcu was confirmed in review of the logs; however, the error was not replicated during testing. The customer provided an event date of 06 november 2024. Based on the review of the pcu event log retrieved, on november 06, 2024, at 7:04 am an infusion was programmed with a 30 ml bd syringe with a volume = 16.30 ml, until at 11:37 am the pca module s/n: (B)(6) produced a system error while it was performing a dose request. The pcu was powered on again at 11:38 am, and at 11:40 am was programed for the same infusion with a remaining syringe volume of 10.34 ml with the same parameters. Functional testing using key press replication from the pcu event log to program the pca observed the device performing as intended during three (3) test trials and 27 times dose requests. There were no errors or anomalies exhibited during replication testing. Per software engineering¿s analysis the issue was associated with a software issue that was corrected in the released software version 12.3.1. The software issue existed in the facility¿s software version 12.1.3. During a system error, operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). A pca dose request will run to completion; however, subsequent pca dose requests are not possible during this state. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported system error that occurred on the pcu was identified as an 800.8000 error code with the soft fault code 255-16-275 recorded and was a result of a software anomaly. The software issue was exhibited during the active pca infusion when a dose request was performed while the status on the pcu main screen changed. This caused the deletion of pca program memory associated with the previous pca program, which produced the error when the invalid memory was attempted to be accessed. Note that imdrf annex a1801, c0601, d01, d15, g04037, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that on (B)(6) 2024 at 1100 the device was alarming and requiring the system to be shut down. When the device was restarted the settings and patient's pca information was not available. The pca volumes from 0700 to 1100 were not accessible. The customer is unsure if error codes were displayed. There was patient involvement, but no harm.